Manufacturer narrative:
Reported to the FDA on (B)(4) 2011.

Event description:
Reported by the complainant as follows: pt initially admitted for cardiac surgery, failed to progress post op, remained ventilated and developed diarrhea of unk origin - negative swab - on (B)(6) 2011. Critical illness and antibiotics - likely cause of diarrhea. Pt was receiving systemic heparin infusion for prosthetic heart valve and chronic. Frank blood product was discovered in the pt's bed on the (B)(6) so the flexiseal kit was removed and more blood was lost per rectum. Fresh bleeding was initially observed in the bed and when the device was removed a large bleed observed although the pt was stable. The pt was rushed to theatre and an erosion of the distal wall of the rectum was discovered. A bleeding point was repaired by suture. Pt required 2 units of blood to be transfused. The pt has had no subsequent bleed and is currently progressing in general terms - now intermittently ventilated.